Event description:
During a banding procedure in the pt's esophagus, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The endoscope was advanced into the pt's esophagus and difficulty was experienced deploying the first band. The second and third band deployed correctly. However, the remaining three bands deployed at the same time. No other action was taken after this occurrence. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. One unused device from the same lot was evaluated. During our laboratory analysis, the device was loaded onto an endoscope that is in a curved position to simulate worst case scenario. The endoscope has an accessory channel that is 2.8 mm in diameter. The bands deployed appropriately. Premature band deployment and difficulty with band deployment were not encountered. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the unused product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of premature band deployment is rare and the likelihood of band deployment difficulty is remote. Conclusions: we were unable to conduct a full investigation because the affected device was not returned for eval. An unused device from our shelf stock was evaluated and the product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our product eval. However, we can provide the following comments: comments regarding band deployment difficulty: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. The instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Comments regarding premature band deployment: the instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. Premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified and the unused device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of premature band deployment is rare and the likelihood of band deployment difficulty is remote. Customer quality assurance will continue to monitor for complaint trends.